Event description:
It was reported that the at home monitoring system for this patient, showed a red blinking light. It was determined that the red light was a result of an out of range shock lead impedance (sli) measurement. Sli trend data shows that the right ventricular (rv) lead was out of range, greater than 200 ohms. The patient was to contact their health care professional. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.